Manufacturer narrative:
Received one used large arctic gel pad kit without its original packaging. The reported issue was unconfirmed during the visual evaluation. The pads were found to have the trim pattern correctly performed, and the plastic tubes were found completely assembled covering the total of clamping rings on the plastic connector and the manifold connector. The foams were found free of damages, tears or perforations. The seal between the manifold connector and the pad was found completely sealed, and the energy connectors were found free of damages. It was noted that there was evidence of the sealing presence on the pads. No manufacturing issues related were noted during the visual evaluation of the pads returned. According to the test method, the flow rate was found to be acceptable on all the returned pads. The flow rate for this product must be above 2.4 l/min m2. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use states the following: ¿6. Once the pads are primed, assure the flow rate displayed on the control panel is greater than 2.3 liters per minute, which is the minimum flow rate for a fullpad kit.¿ (B)(4).

Event description:
It was reported that the device displayed a low flow alert. The staff tried troubleshooting the issue by disconnecting and reconnecting the pads, in addition to swapping out the arctic sun device for a second arctic sun device; however, this did not correct the issue so they swapped out the pads for a new set of medium pads. The patient was able to complete therapy on the new set of medium pads without any further issues.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the device displayed a low flow alert. The staff tried troubleshooting the issue by disconnecting and reconnecting the pads, in addition to swapping out the arctic sun device for a second arctic sun device; however, this did not correct the issue so they swapped out the pads for a new set of medium pads. The patient was able to complete therapy on the new set of medium pads without any further issues.